Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer support provided information on how to reset the pump and assisted in the process, which successfully resolved the issue without the code recurring. The customer may continue using the pump and was advised to contact support again if the malfunction code appears.